Manufacturer narrative:
(B)(6)

Event description:
The customer questioned results for 2 patients tested on 2 cobas b 123 instruments located in the neonatal unit compared to a siemens 1265 blood gas analyzer. Based on the data provided, the results for ph, pco2, po2, na, be, so2, methb and chco3 were discrepant. This medwatch will cover patient 1 tested on cobas b 123 instrument serial number (B)(4). Refer to medwatch with (B)(6) for information on patient 2 tested on cobas b 123 instrument serial number (B)(4) and cobas b 123 instrument (B)(4). Patient 1 was initially tested at 6:05 a.m. On b 123 instrument serial number (B)(4) with a ph result of 7.166, a pco2 result of 9.37 kpa and a po2 result of 4.48 kpa. At 6:19 a.m. A new sample was obtained and tested on b123 instrument serial number (B)(4) with a ph result of 7.151, a pco2 result of 10.55 kpa, a po2 result of 4.61 kpa, a be result of [-] 4.97 mmol/l, an so2 result of 71.9% and a methb result of 1.2%. Patient 1 did not appear to be in respiratory distress as the results indicated; the sample from 6:19 a.m. Was repeated on the siemens instrument with a ph result of 7.298, pco2 result of 6.52 kpa, a po2 result of 6.32 kpa, a be result of [-] 3.7 mmol/l, an so2 result of 89.2% and a methb result of 0.8%. The results from each instrument were from the same heel stick collected into the appropriate tubes. Patent 1 received no treatment. On (B)(6) 2018 patient 2 was tested via heel stick on cobas b 123 instrument (B)(4) at 11:46 p.m. Shortly after birth and the ph result was 7.219, the pco2 result was 9.17 kpa, the so2 result was 66.5% and the chco3 result was 27.5 mmol/l. The patient showed signs of respiratory distress and the patient was treated accordingly. The same sample was repeated on the siemens 1265 analyzer at 12:06 a.m. And the ph result was 7.346, the pco2 result was 5.46 kpa, the so2 result was 80.2% and the chco3 result was 21.9 mmol/l. On (B)(6) 2018 patient 2 had an na result of 134.8 mmol/l on b 123 instrument serial number (B)(4). The repeat result from b 123 instrument serial number (B)(4) was 140.0 mmol/l. There was no allegation that an adverse event occurred. The sensor cartridge lot number was 21582392 with an expiration date of 08-nov-2018.

Manufacturer narrative:
Based on a review of the calibration data, the related sensors for the affected parameters were stable and normal. All qc results were within the acceptable range. No sensor defects were identified for the affected parameters. The investigation determined that the cobas b123 results were correct. The difference between the cobas b 123 results and the siemens results may be due to pre-analytical issues where the sample for the siemens system was exposed longer to the environment. The investigation did not identify a product problem. The cause of the event could not be determined.